Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was initially repositioned and subsequently explanted and replaced. No patient complications have been reported as a result of this event.